Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cardiac septal defect ("hole in his heart"), deafness congenital ("hearing loss") and premature baby ("baby was born 6 weeks premature") in a male neonate exposed to essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "device exposure via parent". In (B)(6) 2013, the mother started essure. The mother's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The neonate was exposed to essure during pregnancy. The neonate was diagnosed with cardiac septal defect (seriousness criteria clinically significant/intervention required and congenital anomaly), deafness congenital (seriousness criteria clinically significant/intervention required and congenital anomaly) and premature baby (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the cardiac septal defect, deafness congenital and premature baby outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered cardiac septal defect, deafness congenital and premature baby to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a male neonate exposed to essure (fallopian tube occlusion insert) during pregnancy. He born 6 weeks premature (seen as premature baby) with hole in his heart and hearing loss. All serious events, premature baby due to medical importance while other events due to congenital anomaly. All events are unanticipated in essure's reference safety information. Premature labor, preterm delivery, stillbirth, genetic and developmental abnormalities have been reported in pregnancies with essure. In this particular case, mother got pregnant about 3 years after insertion, baby was born prematurely around 34 weeks of gestational age with cardiac septal defect and deafness congenital. Causality with premature delivery and premature baby cannot be excluded due to mechanical interference of essure. Regarding congenital problems, hole in his heart and hearing loss since both problems could be a consequence of prematurity, causality with essure was considered related. This case was regarded as incident, since serious injuries related to essure was reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a male neonate exposed to essure (fallopian tube occlusion insert) during pregnancy. He born (B)(6) premature (seen as premature baby) with hole in his heart and hearing loss. All serious events, premature baby due to medical importance while other events due to congenital anomaly. All events are unanticipated in essure's reference safety information. Premature labor, preterm delivery, stillbirth, genetic and developmental abnormalities have been reported in pregnancies with essure. In this particular case, mother got pregnant about 3 years after insertion, baby was born prematurely around (B)(6) with cardiac septal defect and deafness congenital. Causality with premature delivery and premature baby cannot be excluded due to mechanical interference of essure. Regarding congenital problems, hole in his heart and hearing loss since both problems could be a consequence of prematurity, causality with essure was considered related. This case was regarded as incident, since serious injuries related to essure was reported. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.